Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2025 with severe hypoglycaemia. The patient¿s blood glucose levels declined to 27 mg/dl while wearing the pod longer than 48 hours. The patient¿s spouse administered two gvoke (glucagon) injections and then called the emergency medical services who transported the patient to the hospital where they were admitted. Whilst hospitalised the patient was treated with intravenous dextrose. The patient was discharged the following day on (B)(6) 2025.